Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).